Event description:
It was reported there was evidence of failure to capture with three second pauses observed on the electrocardiogram. The patient experienced light-headedness during times of possible non-capture. The physician was unsure if the issue was with the device or the right ventricular (rv) pace/sense lead; subsequently, the device and rv lead were revised. The device was removed and a new device was implanted. The lead was capped and replaced with an existing rv high power lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D154awg implantable cardioverter defibrillator (ICD)  2008-(B)(6), 6996sq implantable tachy lead 2007-(B)(6), 5068 implantable pacing lead 1998-(B)(6), 6935 implantable tachy lead 2009-(B)(6), (B)(4).